Event description:
It was reported while on patient in patient room that the cs100 intra-aortic balloon pump (iabp) failed to power up. There was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found that the wires running to the compressor thermal switch were charred and appeared to have been shorted. It was also discovered that the motor control board was pulling down the power supply. The stm replaced the motor control board and th wiring harness to the thermal switch assembly. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The unit's batteries are 3rd party and will need to be replaced by the in-house biomed before being released for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to power up. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.